Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnosis procedure was completed with a delay less than 20 minutes by connecting the monitor to another source. The philips remote service engineer (rse) analyzed the system remotely and identified that there was no voltage on the monitor power. The philips field service engineer (fse) went onsite and confirmed that the reported problem. During trouble shooting, the fse identified that the wiring of the cy module was loose, which caused the interruption in the power supply to the main monitor. The philips engineer adjusted the cy module wirings and rebooted the device. Following repair actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor would not power on. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.